Event description:
The dexcom g7 stopped working in the middle of the night after hypoglycemia and during the episode. It died and went into sensor failure after no alarm and no warning whatsoever. If my husband had not been home and heard my phone alarm clock going off, I could have died from very low blood sugar. He fed me glucose tabs and noticed that the sensor had died with no warning over two hours earlier.